Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege that the patient suffers from, but not limited to, pain, swelling, bursitis, lack of mobility, and/or metallosis. Update 5/13/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported grion/inner thigh/standing/weight bearing/start-up and general pain, swelling, clicking, popping, looseness, walk ing problems, pops in and out causing falls, consistent right leg infections, unable to walk long distances and back pain. Medical records reported femoral component in varus alignment, subluxation episodes self-reduced without dislocation, abductor lurch, and aspiration with dark reddish brown fluid. Lab results for metal ions were less than 7 parts per billion. Revision surgical report, dated (B)(6) 2016, noted about 1000ml of estimated blood loss without explanation of cause or product involvement, metallosis with altr, dark reactive tissue, dark brown fluid, acetabulum with large bone erosion defect repaired, large bone erosion defect in greater trochanter repaired and fracture of vastus ridge with repair of erosion that was repaired with plate and cerclage wires. Stem is being added for malposition.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf allege metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No code available (3191) is used to capture hemorrhage.